Manufacturer narrative:
Concomitant medical products: product ID: 5076-45, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) triggered on the right ventricular (rv) lead. The lead had exhibited noise and unspecified failure. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.